Event description:
It was reported that during a thrombectomy procedure in the arm on the 2nd pass, it was noted that the balloon had separated. Patient was sent to emergency to retrieve the balloon surgically. Patient required a "jump graft" to bypass segment of artery. Following indicated that resistance was noted due to an arterial anatomotic narrowing. Followup indicated patient was stable.

Manufacturer narrative:
Device has not been received for evaluation.